Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the lamp burned out. The case was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) - ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ in the event log. The company service representative was able to replicate the sm and replaced the lamp, but it did not resolve the issue. The company service representative then replaced illuminator module to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on april 10, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The illuminator module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was tested with a known good xenon lamp and calibrated system. The system was booted up successfully without displaying any system message (sm). The illuminator outputs from both ports were found to be below specifications. Further evaluation found that the lamp had a tight fit with the sample illuminator which also had cracked aspheric collimating lenses. The lamp was tight fitting and the aspheric collimating lenses were cracked, which both can contribute to low illumination output. However, no sm could be replicated and the low illumination is determined to be unrelated to the customer reported event. The root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address the cracked aspheric collimating lenses. The manufacturer internal reference number is: (B)(4).